Event description:
The consumer indicated that several of her tampons were exposed out of the applicator and a dime-sized brownish spot appeared on one of them.

Manufacturer narrative:
The device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Device was not returned by the consumer at the time of this report.